Event description:
The device came off the rail and fell on the floor while not in use. No other information was provided.

Manufacturer narrative:
Additional information will be provided upon the conclusion of the manufacturer's investigation.